Manufacturer narrative:
To date, the atrial lead remains implanted. Once the revision procedure has been completed and investigation completed with the atrial lead, a final report will be submitted.

Event description:
Boston scientific received information that this atrial lead exhibited pacing impedances greater than 2,500 ohms. A lead revision procedure was to be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The atrial lead was not returned to boston scientific, therefore, the clinical observations could not be confirmed. Should additional information become available, this event will be updated and an amended report submitted.

Event description:
A revision procedure was performed. The atrial lead was removed and replaced. The explanted lead was not returned to boston scientific. No additional adverse patient effects reported.